Event description:
Pt was hospitalized with a high fever, diffuse erythroderma, low blood pressure, dizziness, vomiting, diarrhea, myalgia, and renal dysfunction. [T was diagnosed with menstrually-related toxic shock syndrome. Pt was allegedly using an unscented super absorbency menstrual tampon when she became ill. Pt was discharged on 12/24/95.